Event description:
It was reported that during intraoperative the nim vital during electrode check, all channels were "spinning" indefinitely. None of the channels passed to the green check mark, but none failed with a red x either. The site rebooted both the nim console and patient interface box. While rebooting, site reseated all the electrodes on the patient interface box. Upon bootup, the system displayed the message, patient interface box faulted. The site had migrated the electrodes to the system's second patient interface box. Once inserted, the system passed electrode check and the site proceeded with the case. The procedure was extended by less than one hour. The rep was verified that reported patient interface fault occurs consistently when attempting to connect this patient interface both wired and wirelessly. The issue was conclusively isolated to the patient interface box (pib). No other abnormalities or errors were observed with the nim console during troubleshooting. The nim console functioned properly throughout the case, aside from the issue with the patient interface box. The team resolved the issue by switching out the pib due to the "pi fault error. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis couldn't able to verify the reported issue and no fault has been observed. H6: codes b01, c19 and d1102 has been updated. The previously updated codes b17, c20 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.